Event description:
It was reported that an ilet user experienced device beeping without active notifications while historical alerts showed insulin change and a low alarm, followed by elevated blood glucose and a separate nocturnal low; the user performed a full supply change and used food to address the morning low. Symptoms included hyperglycemia up to 300 mg/dl for several hours and a hypoglycemic event to 59 mg/dl lasting about 15 minutes, without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no medical treatment, and no reported injury. Investigation included review of device alerts and patient history, along with troubleshooting and education. Investigation of this case revealed unclear cause for the hyperglycemia and a low insulin condition was considered, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.